Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she received a no delivery alarm on her insulin pump. Customer's blood glucose was 191 mg/dl. During troubleshooting, customer disconnected and reconnected the infusion set and reservoir. Insulin exited when pushed through with a plunger. Customer decided to troubleshoot for a potential reservoir and infusion set issue. Customer assembled new infusion set with current reservoir. Insulin reportedly did not exit when pushed through with a plunger. When the reservoir was changed out, the device did not alarm with no delivery and the issue was resolved. The customer did not agree to return the reservoir for analysis.